Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was explanted. No patient complications have been reported as a result of this event.